Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 123 mg/dl at the time of incident. Customer stated that the insulin pump sensor button was unresponsive. No significant events leading to keypad anomaly were observed. Customer also reported that the insulin pump screen was flashing when pressing the button. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly or unlocked keypad connector noted. No button keypad anomalies were noted. The device passed self test, leak test and displacement test. No flashing display, missing segments or partial display noted. It was received with minor scratches on case and minor scratches on lcd window.